Event description:
The user facility reported that an employee received an injury to their hand when attempting to push a jammed rack into their reliance synergy washer/disinfector. The employee sought and received medical treatment.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer/disinfector and found the unit to be operating properly. The technician found no issues with the unit's door or door obstruction safety mechanism. At the time of the reported event, the washer/disinfector operated properly and alarmed indicating a jammed rack. The employee did not follow proper operating procedures and attempted to push the rack forward into the chamber so when the door continued to close the employee's hand was injured. The reliance synergy washer/disinfector's operator manual states, "if an obstruction is present in the chamber door, do not attempt to remove the object." "Risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." "If an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." The steris account manager offered in-service training on the proper use and operation for the reliance synergy washer/disinfector, specifically the proper procedure for obstructions, however the user facility declined. The reliance synergy washer/disinfector was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.